Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The data file was reviewed as part of the investigation. Analysis of the data confirmed no device malfunction, and the device operated as designed during the event. The investigation was reviewed with the customer, and they were comfortable with our conclusion. The complaint was closed as the device met specifications. The device is in service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.